Manufacturer narrative:
Based on the claim against the product by the customer noting the frayed cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The thermal damage was located near the base of the yaw pulley furthest from the grips. The missing section of conductor wire insulation appears to have been melted away. The conductor wires were exposed but were not physically broken. The instrument passed the electrical continuity test. The complaint regarding the frayed cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a frayed cable. There was no report of patient involvement.